Event description:
It was reported "persistent possible helium loss alarms that are occurring every 2-3 minutes. Internal leak test done and the balloon failed the test". Additional inforamtion states that the iab catheter was removed and replaced. It is unknown the site of the second catheter. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn #: (B)(4). The reported complaint for "persistent possible helium loss alarms" is confirmed based on the customer photo provided with the complaint report. In the photo, the iabp recorder strip shows an alarm history with multiple " possible helium loss 2" alarms. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "persistent possible helium loss alarms that are occurring every 2-3 minutes. Internal leak test done and the balloon failed the test". Additional information states that the iab catheter was removed and replaced. It is unknown the site of the second catheter. No patient injury or consequence reported. The patient's current condition is reported as "fine".